Manufacturer narrative:
Device has not been returned for investigation.

Event description:
Distributor stated that (B)(6) reported that during procedure, the patient experienced dizziness and nausea. According to the operator, even when the nitrous oxide concentration was set to 0% (oxygen-only mode), the patient still appeared to be affected as if nitrous oxide was being delivered.

Manufacturer narrative:
Device returned to manufacturer. Test and evaluation was conducted in as received condition and could not duplicate reported problem of high n2o flow. When o2 gas was not present, n2o would not flow, proving failsafe system is working. Device meets factory specification. Likewise, the DHR review did not identify any issues with the unit that may have contributed to the reported failure mode.